Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), 4 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and an inspiris resilia surgical aortic valve was implanted. The reason for explant was degenerative disease and pvl of the tavr valve. The pvl was also causing hemolytic anemia.

Manufacturer narrative:
After clinical review of medical records received for this event, a supplemental MDR is being submitted to retract the previously reported adverse events. The adverse events occurred during a commercial case, with valve implant in the aortic position and did not involve a device malfunction. Paravalvular leak (pvl), hemolytic anemia, and valve explant are known adverse events listed in the instructions for use for the ew valve. The reason for the valve explant was degenerative disease of the native valve, pvl following implant of the ew valve, causing hemolytic anemia. Pvl is a known adverse event which happens when blood flows through a channel between the structure of the implanted valve and the cardiac tissue, causing a lack of appropriate sealing of the valve to the target site. The causes of pvl do not involve a device deficiency or malfunction, but rather it is often related to patient and procedural factors. There are some cases where the pvl is severe enough to cause destruction of red blood cells leading to hemolytic anemia. In this case, the patient was given the choice of having post dilation of the valve or surgical reintervention to resolve the pvl, the patient selected surgical intervention. Since a device malfunction did not occur, and did not cause or contributed to this event, the event will be reported under ew FDA exemption e2016006.